Event description:
While inspecting a returned evis exera iii colonovideoscope loaner device, it was discovered that the unit had undergone insufficient or incorrect reprocessing. During the evaluation, foreign material was found clogging the nozzle. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation foreign material was found clogging the nozzle. Additionally, there was also clogging noted at the air/water tube, causing the water removal ability to fall below specification. The cover of the device also a dent and scratch present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified. It was not reported that nozzle was deformed or damaged. Regarding the user¿s reprocessing and handling, no information was obtained. The cause of the suggested phenomenon could not be further presumed. Olympus will continue to monitor field performance for this device.